Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that the device beeps every 5 minutes and the equipment shows an error message. But the device works normally and the performance test results are normal. There was no reported patient involvement/adverse patient impact.